Manufacturer narrative:
A visual evaluation of the returned device found that the guide catheter was bent from the distal end. Push catheter was also noted to be kinked from the distal end. Stent was kinked along the drainage holes in the proximal pigtail. Furthermore, stent was bent in wide in the shaft throughout the length. A functional evaluation was performed with the device laid in loose curves. Resistance was encountered when the pull wire was retracted. When retracted with effort, the stent started creasing on the proximal side and the device failed to deploy the stent. Per the event information, the issue was identified during the procedure and inside the patient. Based on the product analysis, most likely some procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the device. Bound by kinks and the stent would become unable to deploy. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A lot history search was performed and found two other complaints against lot number 18986839 for no-related issue from a different customer.

Event description:
This report pertains to one of two stents were used during the same procedure. Refer to manufacturer report # 3005099803-2016-01739 of related complaint for the other associated device information. It was reported to boston scientific corporation that two advanix¿ biliary stents were used in the bile duct during a biliary stent implantation procedure performed on (B)(6) 2016. According to the complaint, while deploying the advanix¿ biliary stent, strong resistance was met with the handle and the stent became wrinkled on the papilla side. As a result, the stent failed to deploy. The device was removed and a second advanix¿ biliary stent was used, but the same issue occurred where strong resistance was met with the handle and the stent became wrinkled on the papilla side. The handle was pulled forcefully and the second advanix¿ biliary stent was successfully implanted thus completing the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Reported event of stent kinked. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two stents were used during the same procedure. Refer to manufacturer report # 3005099803-2016-01739 of related complaint for the other associated device information. It was reported to boston scientific corporation that two advanix¿ biliary stents were used in the bile duct during a biliary stent implantation procedure performed on (B)(6) 2016. According to the complaint, while deploying the advanix¿ biliary stent, strong resistance was met with the handle and the stent became wrinkled on the papilla side. As a result, the stent failed to deploy. The device was removed and a second advanix¿ biliary stent was used, but the same issue occurred where strong resistance was met with the handle and the stent became wrinkled on the papilla side. The handle was pulled forcefully and the second advanix¿ biliary stent was successfully implanted thus completing the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.